Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure stripes on image was confirmed and image was blurry was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions was traced to component failure. And no problem detected concerning the blurry image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had stripes on image and also image was blurry. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.